Event description:
The dental implant fx5008swc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 19 days after implantation. The patient has history of tobacco use and hypertension. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.